Event description:
A patient reported she was having a return of symptoms. The patient stated she had been having a terrible problem with leakage and unexpected voiding urination. The patient stated she would void at home, leave to the store and as soon as she was at the store she would have to run to the bathroom because of her urgency problem. The patient stated for the first time in a while she took the patient programmer out and only pressed the sync button and felt the tingling and had a dry pad, therapy worked. The patient was wondering why it worked on (B)(6) if all she did was sync. The patient stated she was taking an antibiotic, prophylactic dose of teslax 260 mg/day, but that was discontinued, she had a lot of bladder infections. The patient stated they were told to self-catheterize 2-3 times a day which she did. The patient stated she felt that the infections were cause of the catheterizing because it was so hard to keep that area clean/sterilized. The patient noted she lost 13 pounds. The patient stated her healthcare professional (hcp) told her that until they got the bladder infections under control they do not want to change the interstim setting. The patient noted she was now on a different antibiotic and that the issue had been resolved. The patient had no more bladder infection, but continued to self-catheterize. The caller preferred to not make any adjustments to the therapy now and wanted to make with the manufacturer representative (rep). The patient did not feel stimulation at the moment and therapy was on. The caller stated the implantable neurostimulator (ins) was on program 3 at 4.0 v. The patient stated they lost therapy in 2016. The patient added the bladder infections from self catheterizing began in (B)(6) 2016. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received as healthcare professional (hcp) reported that adjustment of interstim was carried out on (B)(6) 2017 for loss of therapy and not feeling stimulation. Patient did catheterize themselves 3 times per day. They had done this for many years. Patient would follow-up in two weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient mentioned that they had urgency on (B)(6) 2017 with frequency of 10 to 12 voids per day. They had sudden loss of large around of urine requiring clothing change. They also had some occasion of fecal incontinence too. Patient met representative on (B)(6) 2017 specializing in sacral nerve stimulating device who had made program change in the device, they were still working on it. Symptoms had not been resolved completely. There was an anatomical bladder defect which would require life-long self cathing. Patient's weight was reported. Patient was advised to consult with doctor for more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.